Manufacturer narrative:
Sample has been requested but not rec'd yet. Investigation is ongoing and is not available at time of this report. A follow-up investigation report will be sent when available.

Event description:
The event was reported as: when product was opened for an esophageal bleed, it was discolored and balloon was cracked. Allegedly the product was only one year old and had been repackaged by the hosp and added to a tray with a polypropylene towel and stored at room temperature. The tube could not be used and another tube had to be sent from another hosp. No further info available on pt's condition.